Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that the juvéderm® voluma¿ xc was great, however the area where the juvéderm® volux¿ xc it flared up like golf balls. It goes down with prednisone and hylenex, kenalog, and doxycycline with no infection. However, when the prednisone treatment stops the symptoms come back. They could not see it as much but a big like inflammatory nodules. The hcp was trying to get things under control but the nodules are dense, it is hard to push medicine and there is so much inflammation.